Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review could be performed. The sample was not returned to the manufacturer for inspection/evaluation. However images has been provided and pending for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ex071703c lifestent stent system allegedly experienced fracture, bent and difficult to remove. This information was received from one source. The malfunction involved a patient with no reported patient injury. The patient was (B)(6) year old male. The weight of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however images were provided and the investigation is confirmed for stent twisting. A root cause has not been determined. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The pro code for the lifestent stent system products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ex071703c vascular stent allegedly experienced fracture, bent and difficult to remove. This information was received from one source. The malfunction involved a patient with no reported patient injury. The patient was 54 year old male. The weight of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review could be performed. The sample was not returned to the manufacturer for inspection/evaluation. However images has been provided and pending for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The pro code for the lifestent stent system products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ex071703c vascular stent allegedly experienced fracture, bent and difficult to remove. This information was received from one source. The malfunction involved a patient with no reported patient injury. The patient was 54 year old male. The weight of the patient was not provided.